Event description:
An allen sales rep was contacted on (B)(6) with the report that the c-flex head positioner demo used in a spinal case "appeared to have moved about 5 degrees" over the course of the case. Other than this observation, there was no impact or delay and there were no injuries to the pt. The failure could not be replicated in the field following the case.

Manufacturer narrative:
The c-flex head positioner was returned and evaluated by an engineer and a repair tech. The unit performed all tests according to specification and no issues with function or safety were found. The report of perceived movement could not be verified. These results were communicated back to the reporter.